Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that their device use resulted in the patient's suffering severe liver damage. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.